Event description:
It was reported that the insulin pump alarmed several errors and shut off unexpectedly without warning. The blood glucose reading was 137 mg/dl. The alarms occurred shortly after a battery replacement. The customer also observed a crack and thought that this was what caused the issues. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received and powered up properly. No blank display or unexpected restart was noted. The device alarmed failed battery test after battery insertion due to a faulty battery tube. Unable to test for error alarms, operating currents, low battery alarm and off no power alarm due to constant failed battery test alarms. The device was received with cracked case at display window corner, cracked display window, minor scratched display window and cracked reservoir tube lip. The insulin pump had had moisture damage on the electronic assembly and on the motor.